Manufacturer narrative:
Tw # (B)(4) updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The device was observed outside the product packaging. The photograph is observed to be blurry. There is a red discoloration observed on the intact c-ring as well as on the end of the scope wash tube. The c-ring was observed to be intact. The scope wash arm of the c-ring was observed to be detached from the intact c-ring base. No other visual defects were observed. Based on the non-return of the device as well the photographic evaluation, the reported failure "break-scope wash"- was confirmed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000473087 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 was damaged in package. This was observed before case and before the product was used. So product was not used and another product was opened to complete case with no delay. Per photo provided by the complainant, it is observed that the tube is broken.